Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they had erroneous results for one patient sample tested for free thyroxine (ft4) and thyrotropin (tsh). The customer stated that the ft4 result was high, but the patient had normal tsh and ft3 results. The patient also was said to have a normal phenotype and the patient's ft4 result was expected to be normal. When compared to results from an abbott architect analyzer, the ft4 and tsh results from roche analyzers were higher. This medwatch will cover tsh. Patient identifier (B)(6) for information related to ft4. When tested on an e601 analyzer at the customer site, the sample resulted as 27.88 pmol/l for ft4 and 3.12 uiu/ml for tsh. The sample was repeated on an e602 analyzer at a different site, resulting as 30.76 pmol/l for ft4 and 3.15 uiu/ml for tsh. The sample was also repeated on an abbott architect analyzer, resulting as 14.9 pmol/l for ft4 and 2.16 miu/l for tsh. The patient was not adversely affected. The serial number of the customer's e601 analyzer was (B)(4). The serial number of the used e602 analyzer was asked for, but not provided. The patient sample was provided for investigation and it was confirmed that the ft4 result was above the reference range for the assay. The tsh result was confirmed to be within the normal range for the assay. No interfering factors, including t4 autoantibodies, were found to be present within the sample. A specific root cause could not be determined.